Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2023-02339 and 3006705815-2023-02341. It was reported that the patient's ipg produced the replace generator soon message. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. During the procedure, it was found that one of the patient's leads was exhibiting high impedances, while the other lead had migrated. Both leads were explanted and replaced to address these issues. It is unknown which lead was exhibiting high impedances and which lead had migrated.